Event description:
It was reported to boston scientific corporation that a precision twist transvaginal anchor system was used during a procedure on (B)(6), 2000. Reportedly, post-procedure, the patient experienced physical pain (date of onset unknown) and underwent corrective surgeries (specifics unknown) in (B)(6) 2003, (B)(6) 2007, and (B)(6) 2012. All other information is unknown and reportedly unavailable.